Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge. Additionally, the tandem pump user guide instructs the user to remove any residual air from the cartridge. There was no adverse impact to the customer¿s blood glucose level.